Manufacturer narrative:
E1 initial reporter facility name: (B)(6). Device evaluated by MFR.: mustang 6.0 x 60, 75 cm device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was observed in the balloon body which is an indication that there was a leak. A microscopic examination identified a balloon longitudinal tear starting approximately at the distal end of proximal markerband extending distally up to the proximal end of the distal markerband. A visual and microscopic examination observed no issues with the tip of the device which could potentially have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. The device was returned with a 0.035" guidewire stuck inside wire lumen. There were no issues with the shaft of the device which could potentially have contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 60% stenosed target lesion was located in the not tortuous and not calcified brachial artery. A 6.0 x 60, 75cm mustang balloon catheter was used for dilatation. However, during first inflation for several seconds, the balloon ruptured . The procedure was completed with another device. There were no patient complications reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 60% stenosed target lesion was located in the not tortuous and not calcified brachial artery. A 6.0 x 60, 75cm mustang balloon catheter was used for dilatation. However, during first inflation for several seconds, the balloon ruptured . The procedure was completed with another device. There were no patient complications reported.